Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated an issue with capture management. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated an issue with pace polarity.

Event description:
It was reported that during use right atrial (ra) lead polarity switch from bipolar to unipolar due to high impedance measurement. The ra lead exhibited varying unipolar impedance variable, unstable/variable thresholds and one false mode switch due to noise and myopotentials. It was also reported that the ra lead exhibited a tip issue. The ipg encountered false mode switch due to noise/myopotentials. Troubleshooting performed, atrial sensitivity decreased and the ra lead and ipg remains in use. No patient complications have been reported as a result of this event.